Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified nodules of middle left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was advanced but failed to cross lesion. However, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.